Manufacturer narrative:
This model is not distributed in the united states, therefore 510k is not applicable. (B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of the following complaint: "image disturbance during angulation" that was observed in the workshop, during inspection in the emea region, involving pentax medical video colonoscope model ec38-i10f2, serial number (B)(4). There was no report of death, serious injury or other significant/important medical event. The device was received at pentax medical (B)(4) for further evaluation. The charged couple device (ccd) will be replaced as part of the service request. No additional information provided. On 24-aug-2021, a device history record(DHR) review for model ec38-i10f2, serial number (B)(4), was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured in the (B)(4) facility on 23-aug-2019 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for 23-aug-2019.